Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance 703 ohms on (B)(6) 2015, rises out of range by (B)(6) 2015. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture threshold at 0.75 volts on (B)(6) 2015, rises out of range by (B)(6) 2015. Analysis of the device m emory indicated a p-wave amplitude measurement issue. P-wave amplitude is consistently below 4mv. Concomitant product: 5054-58 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had increased threshold and impedance. The lead was reprogrammed. Several months later the patient complained of exertional feebleness. The ra lead had undersensing and pacing failure. When the patient moved their arms, noise was seen. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.